Event description:
Customer reported the passport 2 monitor shut down which may have resulted in a loss of monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the cooling and motor pump. Calibrated and safety tested unit to factory specifications.